Manufacturer narrative:
Per additional information received, bd has determined that this is not a reportable event.

Event description:
It was reported that the arctic sun device had received an alert 14 (patient temperature 1 probe out of range) and switched out the temperature probe 3x. The nurse made sure that all the cable connections were tight and not wiggling. Nurse was checked with biomed for an extra cable and would also checked for second arctic sun device which had second cable to attached it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had received an alert 14 (patient temperature 1 probe out of range) and switched out the temperature probe 3x. The nurse made sure that all the cable connections were tight and not wiggling. Nurse was checked with biomed for an extra cable and would also checked for second arctic sun device which had second cable to attached it.